Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in ccu at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly had a sticky substance in it. A search of the hill-rom maintenance records did show hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performs preventative maintenance on their beds. The technician cleaned the latch assembly to resolve the issue. Based on this information, no further action is required.